Event description:
It was reported that during the procedure, the glass of the fiber broke. The fiber was replaced, but the same device issue occurred with the second and third fibers. The first fiber had been used for (B)(4) joules and 7:27 minutes. The fiber cap/tip was not cleaned during the procedure. The second fiber had been used for (B)(4) joules and 10:21 minutes. The fiber cap/tip was not cleaned during the procedure. The third fiber had been used for (B)(4) joules and 10:27 minutes. The fiber cap/tip had not been used during the procedure. The fibers were replaced, and the procedure was completed using a fourth fiber. There were no patient complications. This report is for the first fiber.

Manufacturer narrative:
Correction information: this report is related to MDR 2124215-2023-09581 and MDR 2124215-2023-09584. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Visual analysis did identify a glass cap distal circumferential fracture. Further functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break as there was no physical separation identified and the identified distal circumferential fracture has a forward firing rate that was below the threshold for potential patient harm. Based on analysis result, the interaction between the user and device, or sample, caused or contributed to the observed fiber damage and reported event. It is possible that debris adhesion found during analysis of the returned fiber contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis results, the interaction between the user and device, or sample, caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that during the procedure, the glass of the fiber broke. The fiber was replaced, but the same device issue occurred with the second and third fibers. The first fiber had been used for 27,557 joules and 7:27 minutes. The fiber cap/tip was not cleaned during the procedure. The second fiber had been used for 37,489 joules and 10:21 minutes. The fiber cap/tip was not cleaned during the procedure. The third fiber had been used for 54,233 joules and 10:27 minutes. The fiber cap/tip had not been used during the procedure. The fibers were replaced, and the procedure was completed using a fourth fiber. There were no patient complications.

Manufacturer narrative:
Correction information: this report is related to MDR 2124215-2023-09581 and MDR 2124215-2023-09584.

Event description:
It was reported that during the procedure, the glass of the fiber broke. The fiber was replaced, but the same device issue occurred with the second and third fibers. The first fiber had been used for 27,557 joules and 7:27 minutes. The fiber cap/tip was not cleaned during the procedure. The second fiber had been used for 37,489 joules and 10:21 minutes. The fiber cap/tip was not cleaned during the procedure. The third fiber had been used for 54,233 joules and 10:27 minutes. The fiber cap/tip had not been used during the procedure. The fibers were replaced, and the procedure was completed using a fourth fiber. There were no patient complications. This report is for the first fiber.